Manufacturer narrative:
Device evaluation: the tamper seal was broken. The bottom case had seal damage. The right plunger case was cracked. The back of the main board had contamination. Could not get into alarm history, pump was stuck in download mode. Blank screen and constant alarm were found at power up. Force plunger error unable to clear unable to be duplicated as there was a blank screen with constant alarm found caused by incorrect process for software update. Software was updated to v1.6.4 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in november, 2022 per ro # (B)(4) and there was no indication of a service issue during the investigation.

Event description:
It was reported that the pump exhibited forced plunger error and unable to clear. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.